Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a damaged front case, the liquid crystal display lens was found to be cracked. Analysis also found the upper and lower cases broken, the keyboard damaged and that the device needed a battery drawer o-ring. (B)(4).

Event description:
It was reported that the external pulse generator had a damaged front case (its main plastic cover was cracked). The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.